Manufacturer narrative:
Date sent to the FDA: 3/2/2016, it was reported that on (B)(6) 2013 the patient had an exploratory laparotomy, mobilization of the left colon, resection of left retroperitoneal leiomyosarcoma with en bloc, distal aorta/proximal common iliac vessels, left mesocolon and aortic reconstruction by vascular surgery. It was also reported patient has creation of omental pedicle flap, drain placement and placement of seprafilm.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2011 and a morcellator was utilized to morcellate the uterus. The patient was diagnosed with leiomyosarcoma near the abdominal aorta in (B)(6) 2012. The patient is undergoing radiation treatment and additional surgery. No additional information was provided.